Manufacturer narrative:
The unit had an intermittent button response due to light moisture damage on the keypad. The display was not ramping on its own. The unit had a cracked case at the display window corners, a cracked belt clip slot, and a minor scratched lcd window. (B)(4).

Event description:
The customer called in to report that the insulin pump had a keypad anomaly. The customer also reported a crack on the corner of the display. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 380 mg/dl. The customer treated with a manual injection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.